Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the device¿s cannula broke when they inserted the trocar. New device was used to complete the case. There was no injury caused to the patient.